Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the reported issue was confirmed. According to the investigation, the displaying the reported issue have a considerable number of causes. If e433 is displayed sporadically (temporarily), no further action needs to be taken. However, if displayed more often, it is recommended to test the generator board, the hvps-board, the motherboard and relay board. In addition, error e172 triggered by the esg-400's safety system when the 12v operating voltage is lower than 11.4v. If the cause of the error persists, there may be an unlimited number of periodic restarts. In the past, two different error patterns were observed: 1. The error occurs immediately after switching on 2. The error only occurs after a certain time. The investigation reported that the error was documented in the error log but unfortunately could not be reproduce and there are various possible causes for error message e172. 1. A defective lvps, 2. A defective motherboard, 3. A defective connection cable between the motherboard and lvps, and 4. High-resistance contacts on the plug connections between the connection cable and lvps on the one hand and between the connection cable and motherboard on the other. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the electrosurgical generator experienced an e433 permanent reboot temporary failure error. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.